Event description:
Boston scientific received information that this system exhibited impedance measurements greater than 2000 ohms in all configurations on the left ventricular (lv) channel. Measurements had been 1300 ohms six months ago. The physician will continue to monitor the patient who is asymptomatic. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product issue will be re-evaluated if additional details are received.